Event description:
It was reported that there was a yellow vertical line in the system monitor display. The screen response was normal. The system monitor was set aside and service was requested.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of a yellow vertical line on the screen. The touchscreen required calibration. The system monitor was tested and returned to the rental / loaner pool. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 06apr2011. The system monitor shipped to the customer on (B)(6) 2011. The unit was manufactured on 29mar2011. Heartmate ii power module instructions for use revision b states if the screen does not function, contact thoratec for assistance. No further information was provided. The manufacturer is closing the file on this event.